Event description:
Reporter was in case with implantable neurostimulator and reported reading >4000 ohms on some of the bipolar pairs. It was reported that they have removed; dried off and replaced lead a couple times. Impedances that were abnormal were as follows: c1 >4000, 01 >4000, 02 3864, 03 2426, 12 >4000, 13 >4000 and 23 3864. It was tested >4000 combinations and they didn't produce motor response at 5 v. Additional information received 5 days later indicated that the impedance issues resolved before the physician closed the pocket. The cause of the impedance issue was not determined and was noted as not device related. There was no lead fracture(s) noted. There was multiple trouble shooting strategies, including running impedance checks at various rates, disconnecting and reconnecting the lead and cleaning the lead. They replaced initial lead, with clean impedance check. The patient outcome was reported as unknown no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product type lead; product ID 3889-28, lot # va0tnx9, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).